Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent (a 6.0 x 150mm stent) to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal segment in the right leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. There was severe in-stent restenosis in the right sfa to proximal popliteal segment. It was treated with laser atherectomy and angioplasty on (B)(6) 2022. The event of restenosis was reported as not related to the device and not related to the procedure but was due to a worsening of the patient's pre-existing condition. It was reported as target lesion related. The patient outcome was reported as resolved/recovered and the device remains implanted. The event was reviewed by veryan on (B)(6) 2023 and considered possibly related to the device.

Event description:
This report is related to MDR number 3011632150-2023-00129. The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent (the study device), a 6.0 x 150mm stent (the subject of this report) which was used to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal artery in the right leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta. On the (B)(6) 2022, an event of occlusion (MDR 3011632150-2022-00105) was reported and it was treated with an additional non-study bm3d device which was placed in the segment between the sfa proximal third and sfa distal third. The stent details are unknown. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was reported as target lesion related and required percutaneous intervention. The patient had a right leg extremity (rle) claudication rutherford class 3 (rc 3). A severe in-stent restenosis in the right sfa/popliteal. It was treated with laser atherectomy and pta/standard balloon angioplasty of the sfa proximal third to proximal popliteal artery on the (B)(6) 2022. It was reported as a target lesion/vessel revascularisation (tlr/tvr). This segment included areas of the vessel where both devices were implanted. The patient outcome was reported as resolved/recovered and the devices remain implanted. The details of this event were reviewed originally by veryan on (B)(6) 20 23 where it was considered possibly related to the study device. The details of the non-study device were reviewed on (B)(6) 2023 and the event was considered possibly related to both devices.

Manufacturer narrative:
This report is related to MDR number 3011632150-2023-000129. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and leg pain/claudication are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device.

Event description:
This report is related to MDR number 3011632150-2023-00129. The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent (the study device), a 6.0 x 150mm stent (the subject of this report) which was used to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal artery in the right leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta. On (B)(6) 2022 an event of occlusion was reported and it was treated with an additional non-study 6.0 x 125 mm bm3d device which was placed in the segment between the sfa proximal third and sfa distal third. The site reported that on (B)(6) 2022 a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was reported as target lesion-related and required percutaneous intervention. The patient had a right leg extremity (rle) claudication rutherford class 3 (rc 3). A severe in-stent restenosis in the right sfa/popliteal. It was treated with laser atherectomy and pta/standard balloon angioplasty of the sfa proximal third to the proximal popliteal artery on (B)(6) 2022. It was reported as a target lesion/vessel revascularisation (tlr/tvr). This segment included areas of the vessel where both devices were implanted. The patient outcome was reported as resolved/recovered and the devices remain implanted. The details of this event were reviewed originally by veryan on 09-jan-23 where it was considered possibly related to the study device. The details of the non-study device were reviewed on 25-sept-23 and the event was considered possibly related to both devices. Additional information reviewed on 15-apr-24 included the clinical events committee (cec) determination that this event of restenosis was not related to the study device implanted. This event was the second event that had occurred in the study stent and required a tlr intervention and as a result, this event was determined to be due to the progression of the patient's underlying disease. The first event was an occlusion event that was reported in MDR 3011632150-2022-00105. The restenosis involved the non-study stented segment and this was the first restenosis of this stent so it was still considered possibly related to this event.

Manufacturer narrative:
This report is related to MDR number 3011632150-2023-000129. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and leg pain/claudication are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics (B)(6) study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent (a 6.0 x 150mm stent) to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal segment in the right leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. The patient experienced right leg extremity (rle) claudication rutherford class 3 (rc 3). There was severe in-stent restenosis in the right sfa proximal third to proximal popliteal segment. It was treated with laser atherectomy and pta/standard balloon angioplasty on (B)(6) 2022. The intervention was reported as a target lesion/vessel revascularisation (tvr/tlr). The event of restenosis was reported as not related to the device and not related to the procedure but was due to a worsening of the patient's pre-existing condition. It was reported as target lesion related. The patient outcome was reported as resolved/recovered and the device remains implanted. The event was reviewed by veryan on 09-jan-23 and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Manufacturer narrative:
This report is related to MDR number 3011632150-2023-000129. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and leg pain/claudication are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated to include the size of the stent implanted on (B)(6) 2022, g.6. And h.2. Were updated to reflect the report type (follow-up 03) and section h.11. Has been updated to reflect the sections of the report that were updated.

Event description:
This report is related to MDR number 3011632150-2023-00129. The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent (the study device), a 6.0 x 150mm stent (the subject of this report) which was used to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal artery in the right leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta. On 10-mar-22, an event of occlusion (MDR 3011632150-2022-00105) was reported and it was treated with an additional non-study 6.0 x 125 mm bm3d device which was placed in the segment between the sfa proximal third and sfa distal third. The stent details are unknown. The site reported that on 16-dec-22, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was reported as target lesion-related and required percutaneous intervention. The patient had a right leg extremity (rle) claudication rutherford class 3 (rc 3). A severe in-stent restenosis in the right sfa/popliteal. It was treated with laser atherectomy and pta/standard balloon angioplasty of the sfa proximal third to the proximal popliteal artery on 16-dec-22. It was reported as a target lesion/vessel revascularisation (tlr/tvr). This segment included areas of the vessel where both devices were implanted. The patient outcome was reported as resolved/recovered and the devices remain implanted. The details of this event were reviewed originally by veryan on 09-jan-23 where it was considered possibly related to the study device. The details of the non-study device were reviewed on 25-sept-23 and the event was considered possibly related to both devices. Additional information received by the site on 27-feb-24 included the details of the non-study device that was implanted on (B)(6) 2022.